Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia. The customer high blood glucose level was 480 mg/dl and other high blood glucose level was 400 mg/dl. Customer stated one day before yesterday was changing battery and noticed it was cracked on side all the way up and down and to make it work placed clear tape wrapped around to stay tight without touching any of the keys to properly close it. Customer stated they did not knew how it happened was changing battery and closed it and saw inside was cracked where battery compartment was at. Customer stated needed insulin pump as few minutes ago sugars were 480 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with pump and then injection. Customer reported they have contacted their healthcare professional regarding the high blood glucose. Customer does not alleged insulin pump was under delivering. Customer stated they were referred to an eye doctor for glaucoma. Customer stated blood glucose goes over 400 mg/dl and beeped a lot. The insulin pump was returned for analysis.